Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/26/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2014 with the following findings: a review of the pump¿s black box history showed that unexplainable power reboots were recorded. The black box history also showed that power reboots were recorded after cs 054 and cs 088 call service alarms. Visual inspection revealed that the battery compartment was cracked from the bumper pad to the cover. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The battery cap contact height and width measurements were found to be within the required specifications. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no evidence of moisture or damage was found to the power circuit. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately to button presses despite the cover damage. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).